Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath quartz contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Two days following a pulmonary vein isolation procedure the patient expired. Approximately 30 minutes following the ablation procedure a cardiac effusion was noted. A pericardiocentesis was performed to stabilize the patient, however; once the effusion was drained the pigtail of the pigtail catheter was lodged in the left ventricle and required additional cardiac surgery to remove. The patient was transferred to another facility for removal of the pigtail. During the surgery there was no cardiac perforation noted that may have resulted in the reported cardiac effusion; however, the effusion was thought to be due to excessive thinning of the tissue due to lesion scarring. The patient was unable to recover fully from the general anesthesia and a brain CT-scan showed the patient experienced cerebral ischemia. The patient expired two days following the ablation procedure. There were no performance issues with any abbott device.